Event description:
In 2002, the end-user called medtronic minimed and stated that patient had high bg's and it found a leak after running hp test. In 02/2003, maersk medical received the complaint and 6 used tubings and 1 used set.